Manufacturer narrative:
The returned, used device was evaluated for damage and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. The needle loads into the suture passer with no issue noted. Broken lower jaw was not returned for evaluation. This is a technique dependent device and the most likely cause of this suspected failure is user related. Suspect that the returned device may have been damaged during non-surgical handling to initiate the critical weakness in the lower jaw. A two-year review of complaint history revealed there has been a total of 78 complaints, regarding 78 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the customer an issue with the smi-02ap, spectrum autopass suture passer, occurring on (B)(6) 2018 during a rotator cuff repair procedure. It was reported that the "tip/jaw of passer broke". Additional information received indicated that after approximately one hour into the procedure and after placing 3 or 4 sutures, the surgeon was grabbing tissue and trying to pass sutures when the suture passer tip broke off. A grasper was used to remove the fragment and no pieces remained in the patient. The surgery was completed successfully using an alternate suture passer with a five minute delay to the procedure. The reporter confirmed that there was no injury to the patient or complications reported. Based on the information available, and the decision tree results, this does meet the definition of a reportable event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.